Event description:
The customer reported that there was a tilt motor elevation error.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. Tilt motor error message. The part is not available, repair not completed. This system is at end of life.